Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from an unspecified location was observed during use of a homechoice cassette. This occurred during drain one of six of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to contact the nurse regarding the missed therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.